Event description:
Device 2 of 2. Reference MFR repot#1627487-2018-03900.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-03900. It was reported that during the ipg replacement procedure (reference MFR report#1627487-2018-03852), multiple high impedances were found on the leads. As a result, the leads were explanted and replaced. Reportedly, effective therapy was restored post-operatively. Issue was resolved with lead replacement and patient is doing well.